Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure between rectum and prostate performed on an unknown date. Reportedly, the procedure was done under local anesthesia. According to the complainant, the gel was misplaced in the rectal lumen which, in the physician's assessment, caused the patient to feel pain and discomfort. Reportedly, due to the misplacement, the gel did not provide a benefit during radiation treatment. The patient was reported to have fully recovered from the pain and discomfort.